Event description:
It was reported to baxter that a flogard pump displayed failure code f-38. It is unknown when this event occurred. No patient involvement, injury or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of failure code f38 was confirmed during device evaluation. Service found that the force sensing resistors (fsrs) were damaged, which caused failure code f38. The fsrs were replaced to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Correct manufacture date of device from ni to 3/01/1993. (Same device as in related (B)(4).) Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation code set.